Event description:
During placement of the main body endovascular graft, the proximal portion of the graft material impinged upon the left renal artery, occluding approximately fifty percent of the opening and reducing blood flow to the kidney. An angioplasty was performed and another manufacturer's stent was placed in the left renal artery in order to ensure renal patency. Pt was later discharged with normal creatinine levels.